Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not receiving stimulation on the right side of the body. The patient underwent a lead replacement procedure and was doing well postoperatively.